Manufacturer narrative:
Further information requested, but was not received.

Event description:
It was reported, that the patient presented to the clinic, for a routine device check. Upon interrogation, the left bundle lead exhibited loss of capture. The left bundle lead was explanted. The patient was stable.

Event description:
It was reported that the patient presented to the clinic for a routine device check. Upon interrogation, the left bundle lead exhibited loss of capture. The left bundle lead was capped on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
Correction: b5.

Event description:
Additional information received indicated that the lead was capped on (B)(6) 2024 and replaced on (B)(6) 2025. The patient was stable.